Event description:
A customer contacted baxter's technical service center to report being in the drain cycle for over an hour while on the homechoice (hc) machine in drain 5 of 5. The drain volume was 6380mls. The fill volume was 2000mls. The hc moved to the end of therapy. The technical service representative (tsr) asked the care giver (cg) if the home patient (hp) was having trouble draining during therapy. The cg stated no. The cg did not state the hp was having any symptoms of an overfill. The drain volume of 6380mls and the fill volume of 2000mls meet the criteria for an increased intra peritoneal volume iipv event. Product surveillance contacted the cg regarding the reported drain volume. The cg stated she did not recall her husband draining 6380mls or having any difficulty draining on the date in question, but did have detailed notes on her husband's therapy. The cg reviewed her notes and stated that on (B)(6) 2009 the home patient (hp) only drained 2347mls and did not have any issues with the cycler. The cg stated her husband was doing well on therapy. There was no patient injury or medical intervention reported. The hc was operational.

Event description:
The facility reported an infusion pump with a malfunction of depleted battery, which occurred within the recovery room. The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "depleted battery". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that during a thoracotomy procedure the device would not fire. They changed the cartridge and it happened again. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.